Manufacturer narrative:
(B)(4). Cam, clip, indicator. The analysis results found that one device was returned for analysis in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing of the device, three clips with gap were fed; it could not be determined what may have caused this finding. During the next firing sequence one jaw ramp broke causing the remaining clips to be ejected. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip misfired. Another device was used to complete the procedure. No adverse consequences reported. There are no details available.